Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 10-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: during investigation, there was a verified cs 078 found in the black box. The original complaint was unable to be duplicated. The rewind, load and prime steps were performed successfully. The pump was run on a 24 hours with no cs 078 alarm being duplicated. The pump was opened and there was moisture corrosion found on the motor connector. There was no moisture found on the battery compartment.